Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who went onsite. The fse performed a visual inspection and found the membrane torn. The fse performed a function test, and there was no connection to the ctg. The fse determined that the housing was defective, but housing is not available as a spare part. No repair is possible, only replacement. Based on the results of the analysis, the fse determined that the defect is attributable to misuse. The issue was resolved by providing a replacement transducer. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the avalon toco mp transducer indicating that the toco measurement was unreliable, and there was material damage present on the underside. The device was in use on a patient at the time of the event. There was no adverse event reported.